Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed during the prime test and motor error alarm during the basic occlusion test due to protruded/loose drive support disk. Motor passed motor test. The insulin pump received with missing end cap sticker and cracked battery tube threads.

Event description:
It was reported that the insulin pump alarmed motor error during the prime/rewind process. The blood glucose reading is 311 mg/dl. Customer stated that insulin squirted out during the manual prime process. The drive support cap is protruded. Advised the customer that the insulin pump will be replaced. Nothing further reported.